Manufacturer narrative:
All buttons responded properly. No flattened button dome switch or unlock on lcd keypad connector noted. The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with insulin pump and declined high blood glucose troubleshooting. Customer's blood glucose value was 323 mg/dl at the time of the call. Customer also reported to have received a no delivery alarm and that the insulin pump buttons were hard to press. During the no delivery troubleshooting, customer stated that the insulin exited after 5.0 unit fixed prime has been delivered and no infusion set bent cannula issue. During the keypad anomaly troubleshooting it was confirmed that the time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.